Manufacturer narrative:
Follow-up #1: date of submission 07/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: the bb shows a por after a replace battery alarm on (B)(6) 2016 05:41; deliveries resumed at 07:03. And on (B)(6) 2016 17:41 a por after a replace battery alarm; deliveries resumed at 17:54. No unexplained por¿s events observed in the bb. No damage found to returned battery cap. Battery compartment is cracked below the bumper pad. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. Pump was exercised for 24hrs with returned battery cap, no power interruptions were duplicated. The returned battery cap contact measurements are in specifications. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Unable to duplicate the complaint. There is no reported adverse event with this complaint. This is being ruled out based on the following: this malfunction is generally obvious and detectable by the user. In addition, the owners booklet instructs the user to call their healthcare team or animas when they have a question or cannot understand an issue with the pump. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the patient had a blood glucose (bg) over 500mg/dl with polyuria, polydipsia, nausea, vomiting, and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there was no damage and the patient is able to secure the cap per the IFU. This report is being made due to the hyperglycemic event the patient experienced due to power issue.